Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation - uterus') and fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, breast mass, pap smear abnormal, ectopic pregnancy ((B)(6)/2004, ectopic pregnancy 2009, childbirth.), pelvic pain, right lower quadrant pain, vaginal bleeding and fallopian tube perforation. Previously administered products included for an unreported indication: triamcinolone acetonide 0.1 %, meloxicam 15mg and cyclobenzaprine hcl -. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), visual impairment ("vision problems") and dermatitis allergic ("hypersensitivity, rash/skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy, laproscopic right partial salpingectomy with removal of essure device). At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, visual impairment, weight increased and dermatitis allergic outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils:, left 5, right 8 discrepancy noted in date of insertion (B)(6)2012(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Imaging procedure - on (B)(6)2012: essure confirmation test: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation - uterus') and fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, breast mass, pap smear abnormal, ectopic pregnancy ((B)(6) 2004, ectopic pregnancy 2009, childbirth.), pelvic pain, right lower quadrant pain, vaginal bleeding and fallopian tube perforation. Previously administered products included for an unreported indication: triamcinolone acetonide 0.1 %, meloxicam 15mg and cyclobenzaprine hcl. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), visual impairment ("vision problems") and dermatitis allergic ("hypersensitivity, rash/skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy, laparoscopic right partial salpingectomy with removal of essure device). At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, visual impairment, weight increased and dermatitis allergic outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: trailing coils:, left 5, right 8. Discrepancy noted in date of insertion (B)(6) 2012 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Imaging procedure - on (B)(6) 2012: essure confirmation test: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation - uterus') and genital haemorrhage ('gen. Abnormal. Bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), visual impairment ("vision problems") and dermatitis allergic ("hypersensitivity, rash/skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014 salpingectomy (unilateral)). At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, visual impairment, weight increased and dermatitis allergic outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleed, perforation uterus/migration, vag. Discharge, fatigue, gi conditions, hormonal changes, migraines, nausea, neuro condit/problems, vision problems, weight gain, headaches, hypersensitivity,rash/skin condition. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.